Manufacturer narrative:
The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no apparent reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable glucose results for two patients tested with the accu-chek meter with serial number (B)(4) compared to the laboratory. On (B)(6) 2021, patient 1 meter result at 4:31 am was 32 mg/dl. The meter result at 4:32 am was 176 mg/dl. The laboratory result at 4:46 am was 197 mg/dl. On (B)(6) 2021, patient 2 meter result at 3:54 am was 265 mg/dl. The meter result at 3:58 am was 107 mg/dl. The laboratory result at 4:00 am was 222 mg/dl.

Manufacturer narrative:
The customer stated that they no longer have the vial involved in the questionable results. A different vial of the same lot was sent for the investigation. The vial was received for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.